Event description:
During the initial assisted coil embolization with the enterpriser stent, the stent was delivered between the stopcock and select plus 150/5 cm microcatheter, (unk lot number) hub. Additional info indicated that prior to inserting in the pt, neither products were damaged. The products were prepped per (IFU) instruction for use. During insertion, the operator stated that "enterprise was introduced correctly the product." No info was available indicating whether a dedicated and constant flush was maintained at all times through the microcatheter and stopcock. Resistance friction was noted at the hub of the microcatheter. After removal of the stent and delivery system, the stent remains into the delivery system. The microcatheter was sent with the enterprise stent (both together). The procedure was completed by utilizing another enterprise with another microcatheter. No further info was available.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional info will be submitted within 30 days of receipt.